Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They clarified that their device was unrelated to their kidney stones, kidney stone removal, increased severity of kidney stones, nor hospitalization. Pt reported their kidney stones were removed on (B)(6) 2024 with laser surgery and the issue has been resolved. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were hospitalized last week to have kidney stones removed and had to have their programmer with them. Patient said after they turned stim off, they put the programmer in a bag and the nurse evidently put it in a locker and the end of the programmer antenna plug was bent. Patient mentioned they were lucky to be able to get the antenna bent back enough to turn stim back on, but said they were afraid the antenna would break off. An email was sent to the repair department to replace the patient programmer antenna. Patient mentioned they thought their therapy that was why they ended up having kidney stones, and clarified because the stimulation kept them from knowing if they had any pain and the kidney stones got very large in a whole bunch of them. Patient commented that was good and bad, and so far they hadn't had that much pain after the surgery so the stimulator was working.